Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitrectomy probe did not cut vitreous well. The probe was exchanged to complete the surgery with no harm to the patient.

Manufacturer narrative:
One 23ga accurus probe sample was returned for evaluation for the report of not cutting the vitreous well. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. Foreign material is present at the outside diameter of the port. The cutter location was in the port opening. Actuation testing was attempted but could not be performed as the cutter remained stuck in the port. Aspiration and cut testing also could not be tested due to the cutter remaining stuck in the port. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was some resistance felt when removing the inner cutter from the needle. There was wear at the inner cutter bend area. The o-rings, spacer, diaphragm, and spring were all intact. The complaint evaluation does confirm the probe did have a quality issue such that the probe function could not be tested. The root cause for the lack of probe performance appears to be from the cutter being stuck in the port opening. The exact reason for why the cutter is stuck in the port opening cannot be determined from the evaluation. The mostly likely causes for the probe not being able to cut well are from a damaged inner cutting edge, an incorrect cutter bend angle, or from foreign material. These issues may impede the movement of the cutter shaft or cause the cutter to become stuck in the port. (B)(4).